Manufacturer narrative:
The software investigation was unable to determine probable cause. The issue did not appear to be software related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cable connecting the box did not work. When connecting to another emitter box it did not working either, however, both boxes worked with another system. The issue was not resolved at the time of report and the site had a pending purchase order to upgrade their system since it was at the end of its service life.

Manufacturer narrative:
Concomitant medical products: product ID: 9660651r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was being used outside a procedure. It was reported that the site turned on the system, however, the axiem box was not receiving power. Looking on the back of the unit, there was not an led number displayed. They grabbed another axiem box from a different system and it was able to receive power. It was confirmed that the box alone was causing the issues, they tried replacing the cables with no resolution. The cable from the non-working axiem worked with the working axiem. The probable cause was likely the axiem box needed to be replaced. No patient was involved.